Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the leg between 49 and 71 hours. On (B)(6) 2026, the patient experienced hypoglycemia (blood glucose reported below 2.0 mmol/l) after dosing without trend data from the controller. The patient reported that the controller did not display the glucose trend direction, indicating whether glucose levels were rising or falling. The dexcom app was displaying the glucose trend direction was going down but when the patient administered the recommended insulin dosage, the patient went into hypoglycemia. The patient reported tiredness and confusion. Medical assistance was required, and the patient was transported by ambulance to the emergency department, where the patient reported being in a coma. Treatment included glucose tablets, glucose gel, fluids, and a glucose infusion. The patient was diagnosed with hypoglycemia and released the same day. The pod was discarded. Dexcom was notified of the event on (B)(6) 2026.